Manufacturer narrative:
(B)(4). Batch # p57m8t. Device evaluation: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device partially fired and had problems with the trigger. The surgeon thought the tissue may have been too thick/fibrotic. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.